Event description:
Patient reported that back to back tests performed (within 10 minutes of each other) on the ss meter using separate finger sticks were 179, 221 and 222 mg/dl (21% difference). No symptoms were reported. Control solution test result (135) was in range (97-145). The meter was replaced. Lfs reviewed cleaning procedure and control solution usage. There was no allegation of harm.